Event description:
The account generated false negative axsym toxo igg result on a patient specimen. The specimen tested axsym toxo igg = 0 iu/ml (negative) but repeated axsym toxo igg = 10 iu/ml (positive) a month later using the same specimen. The same specimen was repeated a month later because the axsym toxo igg negative result was reported outside of the laboratory and was questioned. Additionally, same specimen also generated an axsym rubella igg rubella = 7 iu/ml (equivocal) which tested axsym rubella igg = 40 iu/ml (positive) when retested a month later. Service was requested for the axsym analyzer and the probe was replaced. The negative axsym toxo igg result was reported outside of the laboratory. No impact to patient management was reported.

Manufacturer narrative:
Investigation in process, no method, results or conclusion code can be chosen at this time this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
Field service performed a preventive maintenance (pm), replaced the sample and processing syringes and exchanged solution #1 and #2 pumps to resolve the customer described issue. No other erratic result complaints have been generated on axsym following field service intervention.the axsym system operations manual provides adequate information concerning erratic/ discrepant results and maintenance. The axsym rubella-g package insert (34-5237/r10) and the toxo-g package insert (34-8795/r2), provides literature in describing suitable specimens, results, and limitations of the procedure. Failure to follow operations manual and package insert instruction may cause erroneous results.a review of metrics and tracking/trending identified no adverse trends in conjunction with the complaint issue currently under investigation.the field service rep performed a pm and replaced multiple components. The most probable root cause for the customer described issue was improper volume delivery from a worn solution pump #1. A deficiency of the axsym system was not identified. This is a final report.